Event description:
Received information that the pump was asking for a minimum of 50 units of insulin to continue with the load process. Reportedly, the cartridge had been filled wit 300 units. Customer knows to reload the cartridge when this happens, but the issue still was not resolved. There is a scratch on the cartridge that might be a crack. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.